Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to t-wave oversensing that resulted in double counting. Technical services (ts) was consulted and further review of available data indicates for a previous episode three shocks had been delivered for the same wide complex. Ts discussed stored data and further in clinic examination was recommended to created a new reference subcutaneous electrocardiogram (s-ECG). This device remains in service. No additional adverse patient effects were reported.